Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced to the tricuspid valve and deployment steps were started; however, the clip did not release from the cds. Troubleshooting was performed and after 15-20 minutes, the clip released from the cds. The tr was reduced to 2-3, with a good patient outcome. There were no adverse patient effects. A delay was noted in the procedure, but was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Use of the device on the tricuspid valve is considered off-label use. There is no indication that the user technique/procedural circumstances influenced the difficult clip deployment. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.